Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a follow up visit for a device check, lead dislodgement was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable post procedure.